Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 78-year-old female who had just undergone cardiac surgery was implanted with an impella cp device for mechanical circulatory support. During support, the patient had limb ischemia. The patient had a very thick hyper dynamic ventricle that was confirmed on echo. Fem fem bypass was added due to distal perfusion ischemia and was now perfusing well. It was reported 5 days later that the right leg had positive posterior tibialis pulse and was warm to touch, but the leg was mottled from knee to toe.

Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The device was not returned for evaluation. However, clinical information provided was sufficient to determine the root cause of the reported issue. As per clinical, limb ischemia observed on impella leg and fem-fem bypass done resolving ischemia. The cause of the limb ischemia issue was most likely patient condition with fem-fem bypass resolving ischemia based on clinical review.